Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, during a cori assisted tka lab, the real intelligence robotic drill would not hold the bur. They proceeded with a back-up device without significant delay. No case involved; therefore, there was no patient involvement.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, p/n rob10013, (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device could not be established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. The drill was able to facilitate bur load during both kpc and calibration. Although the reported problem was not confirmed, factors that may have contributed to the reported symptom may have been associated with the drill attachment used at the time of the complaint event not facilitating bur loading. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint and the nc owner has been notified to consider further escalation action. The failure mode and associated risk have been anticipated within the risk file. As a result of the risk assessment the documented risk file will undergo further investigation and possible adjustment by the site quality team. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored through complaint investigation and post market surveillance activities.